Manufacturer narrative:
E1 - assistant clinical director h3 - device evaluated by mfg? Device not returned to manufacturer this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hemostat clamp in a blue rhino g2-multi percutaneous tracheostomy introducer tray was rusted. The device was required for a bedside tracheostomy procedure. Upon opening the tray, the physician discovered the clamp inside the kit was completely rusted. The physician immediately threw away the tray and used another tray with no issues. It was noted that the lidocaine bottle was not open or damaged in any way. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.